Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had their first ins replaced due to normal battery depletion, but they had their second ins replaced because the ins was getting to hot when charging the ins "inside and out." Pt noted they would see a temperature symbol on their recharger screen, but pt did not know when their ins was feeling hot or when the message appeared. Pt notified medtronic (mdt) about the issues, but was unsure when they notified the rep. Pt said they had their ins replaced right away after they notified their mdt rep. See case #(B)(4) for their 3rd ins being replaced. Pt noted they were out of network with their healthcare provider (hcp). Patient services specialist (pss) documenting reported information.

Manufacturer narrative:
Concomitant medical products: product ID 37702 serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2013 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated the battery was faulty. It would get hot under their skin and it would show hot on their charging screen.